Event description:
Complainant alleged that while treating a (B)(6), female pt, the device was unable to charge energy and prompted a "defib failure" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The customer was unable to report which defib message was displayed; however, a "defibe fault 196" message was seen in the log.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.